Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: gd891713, and gd891093. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in (B)(6) of peritonitis in a patient coincident with ultrabag 1.5% and ultrabag 2.5% therapy. The patient stated that on an unknown date in (B)(6) 2012, they were diagnosed with peritonitis. They stated that they were hospitalized on (B)(4) 2012. The patient was discharged from the hospital on (B)(6) 2012. On (B)(6) 2012, additional information was received from the peritoneal dialysis nurse (pd rn). The (pd rn) stated that she did not know the onset date of peritonitis, but ((B)(6) 2012) "sounded correct." On ''(B)(4) 2012'' was the approximate date of hospitalization for peritonitis. On (B)(6) 2012, the patient was discharged from the hospital. The nurse stated that the ''patient was recovered from the peritonitis because the pd effluent cultures were negative.'' Pd therapy was ongoing. On (B)(6) 2012, the patient was re-admitted to the hospital for peritonitis. The patient remained hospitalized. The plan of care for the patient was to possibly have the pd catheter removed, and start on back-up hemodialysis, but the nurse was unable to confirm if this occurred. Peritonitis was not due to a break in aseptic technique. The cause of the peritonitis was unknown. The patient was not recovered from the peritonitis. Peritonitis was not related to dianeal solution or to baxter devices or disposable products. No further information was available.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.